Event description:
Per the clinic, the patient experienced necrosis of the skin flap tissue, exposing the receiver/stimulator. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).